Event description:
It was reported that a patient underwent a primary breast augmentation surgery with a left-sided 600cc mentor memorygel breast implant and a right-sided 550cc mentor memorygel breast implant. Post-operatively, the patient experienced bilateral ptosis, which was confirmed by a medical professional. As a result, the patient underwent an unspecified breast revision surgery. During the surgery, it was discovered that the patient¿s left prosthesis was ruptured. As a result, the patient underwent bilateral removal and replacement with 585cc mentor memorygel boost breast implants on (B)(6) 2023. There were no patient consequences or surgical delays reported due to the rupture discovered during the revision surgery. This report is for the right implant. Refer to manufacturing report number 1645337-2024-00166 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: anisomastia manufacturer¿s reference number: (B)(4).